Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported the avea ventilator alarm circuit disconnect and circuit occlusion during pre-use set up. The customer reported that there was no patient involvement.